Event description:
It was reported that during a da vinci total benign hysterectomy procedure, a blade exposed error message was received when using an endowrist one vessel sealer instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the blade was dislodged and exposed approximately 0.101 between the instrument's grips. The blade, grips, and blade track all exhibit some biodebris. The instrument was placed on our in-house system and failed a self test. The instrument housing was opened to manually retract the blade. The instrument was then placed on the system again and was able to pass the self test. The instrument passed the engagement and recognition test, was found to move with full range of motion, and successfully performed a cut test. An additional finding not reported was material missing in between the grips, right at the base where the grips open. Further inspection found that the left tissue dam was broken and dislodged in between the grips. The broken piece was out of normal position, leaving a gap shaped like a square. There were also indentations noted. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken tissue dam, if to recur, could cause or contribute to an adverse event.